Event description:
Davol received confirmation of legal action for a patient implanted with a bard flat mesh. Attorney reported: (B)(6) 2006 - patient was implanted with a bard flat mesh. Attorney alleged death.

Manufacturer narrative:
We have contacted the initial reporter to request additional information including patient information, copies of medical information/records and death certificate/autopsy report and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.